Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: non-biosense webster inc. -st. Jude medical brk transseptal needle. Non-biosense webster inc. - st. Jude medical agilis sheath. Stockert generator, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, after catheters were removed from the patient¿s body and the patient was waiting to be transferred, the patient became hypotensive and a pericardial effusion was confirmed via transthoracic echocardiography (tte). Pericardiocentesis yielded 300 ml. Patient was stabilized and transferred to the (B)(6) hospital for further observation. There is no information regarding extended hospitalization. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the tamponade is that it was related to maneuvering the catheter around the right atrium and not related to contact force or ablation. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath was a st. Jude medical agilis. Generator was set on power control mode with default cut-off settings. Contact force averaged 20 grams. Ablation was performed at 45 watts with 6-12 seconds per lesion. Overall ablation time was 20-30 minutes. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Power was not titrated. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.